Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user observed error code cf08. No other details regarding the nature of the event were provided. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully and there were no adverse consequences to a pt as a result of this event.